Manufacturer narrative:
Information suggests this device remains in-service. Investigation is completed at this point. Should additional information become available this event will be updated.

Event description:
It was later reported that the charge time had gone from 18.9 to 17 then to 13.8 seconds. The patient had experienced syncope for the maximum shock for ventricular tachycardia with the last charge time. The patient was started on amiodorone. There was inquiry as to replace the device.

Manufacturer narrative:
Ts discussed charge times and suggest following device, defibrillation thresholds, and the effects of amiodarone.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a charge time of 18.4 seconds with a voltage of 2.96 nearly twenty-one months ago and normal routine follow-up continued. As of recent the patient received an appropriate shock for ventricular tachycardia with successful cardioversion. The charge time for this 31 joule shock was 17.2 seconds (17.9 seconds was also reported). Technical services (ts) discussed device behavior as the physician was concerned regarding the charge times. Ts commented that since the device had not declared the elective replacement indicator (eri) it was up to the physician whether or not to monitor or replace the device. No adverse patient effects were reported. This device is included in the shortened replacement window ((B)(6) 2007) advisory.